Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a patient was connected to the hamilton-c3 device (under sedation, analgesia, and intubation). No patient harm was reported, and the patient was subsequently transferred to another device. The patient had been connected to a hamilton-c3 device, which could not be improved despite repeated troubleshooting. This resulted in a rapid respiratory rate, poor oxygenation maintenance, and a worsening of the patient¿s condition. After replacing the ventilator, the tidal volume returned to normal, and ECG monitoring indicated improved oxygenation and respiratory parameters. Root cause: air leakage during ventilator use led to low tidal volume. This was traced to a damaged expiratory valve membrane. The incident is attributed to maintenance issues and is not related to the inherent quality of the ventilator. Corrective action: the defective expiratory valve membrane was replaced. The device subsequently passed all service software checks and was returned to use. Case is closed.

Event description:
Hamilton medical ag received the following event description (summary): it was reported that a patient was connected to the hamilton-c3 (under sedation, analgesia, and intubation). No patient harm was reported, and the patient was subsequently transferred to another device. The patient had been connected to a hamilton-c3 device, which could not be improved despite repeated troubleshooting. This resulted in a rapid respiratory rate, poor oxygenation maintenance, and a worsening of the patient¿s condition. After replacing the ventilator, the tidal volume returned to normal, and ECG monitoring indicated improved oxygenation and respiratory parameters.